Event description:
It is reported that the sterile packaging was not sealed properly.

Manufacturer narrative:
It was confirmed that the product was released to market however was not reported as usual for a patient. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A return sample for evaluation is not expected. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.